Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.

Event description:
A malfunction was found in the investigation for the original report of leaking during wear at the infusion site (abdomen). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours.